Event description:
Boston scientific received information that four days post-implant, the right ventricular (rv) lead was not capturing. It was confirmed that the loss of capture was not greater than two seconds. An x-ray revealed that the lead was not flexible, did not have enough bend. Therefore, the lead was successfully repositioned. The loss of captured continued and was greater than 2 seconds; therefore, a temporary pacemaker was connected. It was unable to obtain the impedance measurements. One day later, the impedance measurements had decreased 90 ohms within three days. Therefore, the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.